Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ long for matrix, part number 03.632.036, and lot number 6746390. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was in the midst of placing a screw, and while fighting the muscle to keep his angle, the tip of the matrix long holding sleeve broke off. It looked like the driver was slowly disengaging from the screw head as he inserted the screw because of the muscle tension on the shaft. The driver was immediately removed from the field and the broken tip was also successfully retrieved and placed on the back table. There was a surgical delay of thirty seconds. The procedure was completed with no further harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one matrix holding sleeve (part 03.632.036, lot 6746390) was returned with the most distal threads of the holding sleeve broken. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Replication of the returned device is not applicable since the sleeve was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. The associated drawings were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in december 2011, after these changes were applied. The device history record review results were reported in the initial medwatch, but the corresponding code was not submitted. No design issues noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.